Event description:
It was reported that the measurement of blood oxygen saturation was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received information that the measurement of blood oxygen saturation was inaccurate during clinical use. A good faith effort (gfe) was made to obtain additional information and resolution for the reported issue. In response, it was confirmed that the spo2 probe was broken. The broken spo2 probe was replaced with another spo2 probe, which resolved the issue. The part number, lot/serial number and manufacturer of the sp02 probe is unknown. The broken spo2 probe was replaced with another spo2 probe, which resolved the issue. It has been concluded that no further action is required at this time.